Manufacturer narrative:
B5: additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that only the emg tube as have used the other equipment since and there has been no issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when the emg tube was placed by the anesthetist and the patient was draped for the left thyroidectomy with nerve monitoring procedure to start, when the field rep connected the electrode to the monitor - nim 3.0 and on the patient simulator and there was an error on the screen when performed an electrode check - next to vocalis 1 and vocalis 2 it showed 2 red x ; tried to troubleshoot the monitor, the patient simulator, the electrodes, and changed the fuse on the patient simulator but nothing worked. The doctor finished the procedure with the emg tube but the nerve monitoring did not take place and the procedure got delayed by 10 minutes. There was no patient injury. The doctor mentioned on the patient follow up that the nerve was intact and everything was fine with the patient.

Manufacturer narrative:
H3: the device and pouch label were returned in (triple) plastic sleeve (non-original packaging). Upon return, the device was in u-shape. There were traces of yellow residue observed on the cuff, and traces of white and orange residue observed on the tube. There were also voids observed in all four electrode trace pads. Electrically, the resistance from end to end shall be less than 200 ohms and the measurements were: 13.1 ohm (blue electrode), 25.7 ohms (blue with white stripe electrode), 14.7 ohms (red electrode), and 21.3 ohms (red with white stripe electrode) which all electrodes were in specification. Functionally, the device was connected to a nim system while the trace pads were submerged in a saline solution for functional test. The device immediately passed the electrode check upon connection, and there was no excess noise recorded during the functional test. All four silver traces were manipulated and bent to the 90° position, and no issues were found. There was no reading issue observed during the analysis of the returned device. H6: codes updated, previously submitted codes fdm b17 and fdr c20 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously submitted code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.